Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5166468.

Event description:
Voluntary medwatch received states the patient's right ventricular (rv) lead presented with high impedance. The rv lead was explanted and replaced in a procedure on an unknown date. No adverse patient effects were reported.